Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt underwent surgical intervention to explant the entire scs system as it did not provide him effective stimulation. It was also noted the lead was allegedly not implanted properly. No further pt complications were reported.